Manufacturer narrative:
Product analysis :visually confirmed approximately ~3mm of instrument tip has been broken off, consistent with interface during usage. Optical fracture surface examination reveals a fairly flat fracture surface and circular material flow. Inspection of the shaft diameter confirmed conformance to print specification. Inspection of the material hardness was found to be above print specification. The above findings are consistent with manufacturing error.

Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient underwent posterior lumbar fusion. Intra-op, the tip of the driver broke. No patient complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.